Manufacturer narrative:
Additional information was provided in d.10.,h.3.,h.6 and h.11. Healon gvi protectalon and pe-ha-visco was removed from d.10. The product was returned for analysis and damage was observed to the intra ocular lens (iol). No cartridge was returned. Iol returned in an non-company sealed pouch, in a clear zip lock bag. The lens is stuck to the pouch. Solution and blood-like substance are dried on the iol. One haptic is broken or torn and is returned, the other haptic is intact. The optic edge is nicked or chipped rejectable with a segment of app. One sixth of the optic missing. Unable to conduct dimensional testing due to condition of returned sample. The product investigation could not identify the root cause for the reported complaint iols got stuck in the cartridge, in & out. Only the iol was returned for evaluation. No cartridge was returned. Due to this, we are unable to complete a thorough investigation to determine a root cause. Unable to conduct dimensional testing due to condition of returned sample. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnw0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the iol got stuck in the cartridge. The standby iol had to be used in the case. The operating temperature was the same as always and the same viscoelastic was used. Additional information was received and stated, lens was inserted and removed in the same procedure.